Manufacturer narrative:
This device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl. Additional information has been requested from the treating physician but has not been received.

Event description:
Confirmed hematoma post eswl treatment. Treating physician initially reported patient had multiple embolizations and eventually went on to require a nephrectomy. No additional information has been provided, including date of event, additional medical treatment, prognosis. Hematoma are a known side effect of eswl treatment.